Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient of unknown age underwent a breast augmentation with a saline mentor siltex round moderate profile 250cc and experienced deflation on the left breast implant and was dissatisfied with the right breast implant. As a result, the patient underwent bilateral removal of implants on (B)(6) 2018. This is for the right side implant, see manufacturer report number 1645337-2018-06683 for contralateral prosthesis.

Manufacturer narrative:
On 3/1/2019, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device contained no fluid. No foreign material was observed within the device. Yellow material was observed on the shell surface. During visual examination of the device, mentor product analysis lab observed a rent on the posterior view measuring approximately 0.6 cm. Microscopic examination of the rent edges gave no indication as to its cause. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint could not be confirmed since there is no event to compare with. Nonetheless, a microscopic examination of the rent edges was performed, and it did not provide conclusive evidence of what could be the root cause. At this point it is not possible to determine the origin of the yellow material observed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: it was reported that a female patient of unknown age underwent a breast augmentation with a saline mentor siltex round moderate profile 250cc and experienced deflation on the left breast implant and was dissatisfied with the right breast implant. As a result, the patient underwent bilateral removal of implants on (B)(6) 2018. This is for the right side implant, see manufacturer report number 1645337-2018-06683 for contralateral prosthesis. The device was returned to mentor without fluid inside. No foreign material was observed within the device. Yellow material was observed on the shell surface. During visual examination of the device, the mentor product analysis lab observed a rent on the posterior view measuring approximately 0.6 cm. Microscopic examination of the rent edges gave no indication as to its cause. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint could not be confirmed since there is no event to compare with. Nonetheless, a microscopic examination of the rent edges was performed, and it did not provide conclusive evidence of what could be the root cause. At this point it is not possible to determine the origin of the yellow material observed. Manufacturer¿s reference number: (B)(4).